Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. The patient war re-implanted with a vorp 503. Notes in the device explantation report form indicate that the implant was found not to be fixed at all during explantation. This is most likely the reason for the fatigue fracture.this is a final report.

Event description:
The patient has not been able to hear with the device since (B)(6) 2016. There was no accident or trauma to the implant site reported. Additional technical checks of the device done on (B)(6) 2016 indicated the device was no longer working within specifications. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been able to hear with the device since (B)(6) 2016. There was no accident or trauma to the implant site reported. As a result of the patient's hearing thresholds having decreased over time the patient is now out of criteria for this device (above 2khz).

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Additionally, the patient is no longer within the audiological indication criteria for the device in higher frequency range. Therefore, re-implantation with a cochlear implant is planned for (B)(6) 2017.

Event description:
The patient has not been able to hear with the device since (B)(6) 2016. There was no accident or trauma to the implant site reported. The external components were checked and found to be functioning. During in-situ testing the patient was not able to detect any sound from the device. As a result of the patient's hearing thresholds having decreased over time the patient is now out of criteria for this device (above 2khz). Additional technical checks of the device will be made on (B)(6) 2016. The surgeon wants to decide on (B)(6) which implant system will be used for the revision surgery. Additional technical checks of the device done on (B)(6) 2016 indicated the device was no longer working within specifications. Re-implantation with a cochlear implant is planned and may take place in (B)(6) 2017.